Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation failure to capture due to a dislodgement verified via x-ray on the atrial (ra) lead. No changes or intervention were reported. The patient condition was stable.

Event description:
New information notes that the atrial (ra) lead was explanted and replaced. The patient condition was stable.